Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd autoshield¿ duo pen needle shield failed. The following was translated to english: event description (provide specific and objective details of the event): after administering the insulin, it was noted that the needle did not click causing the narrow transparent piece to slide over the needle. The needle had not shot back into the sleeve. It was stuck, as if the spring inside was not working. Availability of sample (yes/no, including information on sample retrieval): no, needle deposited in needle container. Was there an alleged injury or harm to the user or patient (provide detailed information): no, fortunately the error was noticed in time so no needle stick accident occurred.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that while using the bd autoshield¿ duo pen needle needle shield failed. The following was traslated to english: - event description (provide specific and objective details of the event): after administering the insulin, it was noted that the needle did not click causing the narrow transparent piece to slide over the needle. The needle had not shot back into the sleeve. It was stuck, as if the spring inside was not working. - availability of sample (yes/no, including information on sample retrieval): no, needle deposited in needle container. - was there an alleged injury or harm to the user or patient (provide detailed information): no, fortunately the error was noticed in time so no needle stick accident occurred.